Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 384 mg/dl at the time of incident and the current blood glucose level was 425 mg/dl. The customer was assisted with troubleshooting for hyperglycemia. The customer was treated with manual injection for high blood glucose level. The customer stated that the symptoms related to high blood glucose such as headache and nausea. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they have contacted their health care professional regarding the high blood glucose. Customer did not allege insulin pump was under delivering. Customer states the drive support cap appears normal. Customer states air bubbles were present along the tubing length. Customer states approximate size of air bubbles was up to ten bubbles, varying sizes one inch to one forth inch. Customer states there were no leaks in tubing and reservoir. Customer stated insulin exited at the quick release. Customer states they remove the infusion set from body and found cannula was bent. The device will not be returned for analysis.